Manufacturer narrative:
Block b3: exact date unknown, event occurred october 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5175632.

Event description:
It was reported that patient experienced chest pain and shortness of breath when the stimulation was on. It was noted that the leads were broken and had high impedances. The patient underwent an explant procedure.